Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of returned process internally. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed unit fails pressure test, pca with electrical damage. There was one error has been identified. The device was scrapped.